Manufacturer narrative:
The field representative confirmed the patient had received 27 shocks within seven stored episodes. The field representative did not review all seven episodes, so it could not be verified whether therapy was exhausted in any of the episodes; however, it was very likely that therapy exhaustion did occur during this event. It was noted the electrophysiologist also reviewed the stored episodes and agreed the shocks were delivered for af. The patient's atrial rate had reached 267 bpm at times. It was noted that the patient had stopped taking their cardiac medications and was using recreational drugs at the time of the event. No programming changes were made to the device and the patient did not experience any adverse outcomes due to the inappropriate shocks. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received approximately 30 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. A boston scientific technical services consultant discussed that the device would deliver therapy if it observed the rate (4 r-r intervals) in the shock zone or if the discriminators in the conditional zone deemed the complexes as treatable. The patient was hospitalized, but suffered no adverse effects besides the inappropriate shocks.